Event description:
It was reported that the patient had an impaired wound healing. Symptoms of pain, discomfort, perforation, inflammation, edema, swelling, erosion, and fluid discharge were noted, and they were procedure related. The patient was admitted to the hospital to undergo a revision procedure. During the procedure, as the patient was getting flipped onto the table to have revision performed, the ipg broke through the skin, so the physician decided to have the ipg explanted. The patient underwent an explant procedure, and the explanted ipg will not be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.